Event description:
Patient was on oxygen support from wall valve via extension tubing to nasal cannula. Patient with severe copd desatted to 62% when the tubing became disconnected at the extension/cannula connection. The patient was placed on non-rebreather, triggered and recovered. Patient was discharged later in day. (Extension/cannula connection is usable if double nipple connector #1420 is used.)what was the original intended procedure?oxygen support via nasal cannuladevice #1is this a laboratory device or laboratory test?no